Event description:
It was reported that the sample port of non temperature sensing foley catheter broke off. Nurse noted urine in patients bed and on gown. Upon inspection foley sample port was broken and urine was coming out. Foley was removed immediately from the patient. Foley was placed in bag and sealed. Red seal on foley was intact. Foley placed in secure bag and sequestered with educator. No patient harm was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as the reported event confirms that the issue is related to sample port comes with drain bag hence the pcn updated to drain bag which is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sample port of non temperature sensing foley catheter broke off. Nurse noted urine in patients bed and on gown. Upon inspection foley sample port was broken and urine was coming out. Foley was removed immediately from the patient. Foley was placed in bag and sealed. Red seal on foley was intact. Foley placed in secure bag and sequestered with educator. No patient harm was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.